Manufacturer narrative:
Citation: bisson a et al. Pacemaker implantation after balloon- or self-expandable transcatheter aortic valve replacement in patients with aortic stenosis. J am heart assoc. 2020 may 5;9(9):e015896. Doi: 10.1161/jaha.120.015896. Epub 2020 may 2. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding a comparison of the incidence of permanent pacemaker implantation in patients who underwent transcatheter aortic valve replacement (tavr) with early and latest generation balloon-expandable and self-expanding valves. The data pertaining to all patients treated with tavr in france from january 2010 to june 2019 were retrospectively collected from a national hospitalization database. The study population included 49,201 patients and was predominantly female with a mean age of 83 years. Of those, 19,765 were implanted with medtronic transcatheter valves: corevalve (5,319) and evolut r (14,446). No serial numbers were provided. Among all corevalve and evolut r patients, 3,473 deaths occurred during the mean follow-up period of 1.2 years. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve and evolut r patients, adverse events included: permanent pacemaker implantation within 30 days after valve implant (4 ,873 cases) or during the mean follow-up period of 1.2 years (958 cases). Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.